Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation under the lifevest. The patient reported that the wires were rubbing his skin, causing the irritation. The patient reported that the irritation resembled bed sores. The patient's physician recommended the use of a lotion for the irritation. Follow-up indicated that the irritation was healing.